Event description:
It was reported that, right after a device upgrade procedure. This right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. It was decided to perform a lead revision and the lead was explanted. A lead fracture was suspected to be the root cause of this. Another lead was implanted instead. No further adverse patient effects were reported.